Manufacturer narrative:
H10: section h10: (g5) PMA/510(k)number: k063569. (H3) as reported, the patient 60 y/o old male patient, weighs 300 lbs. And is 5'9" was lifting a metal folding chair and trying to place it behind his back when a dislocation occurred on (B)(6) 2018. This patient has osteoarthritis and hypertension. The patient was placed back in sling with activity modification to follow up in 2 weeks. On (B)(6) 2018 the patient had intermittent numbness and tingling of right hand since revision that increases with significant use of hand and discontinues when his arm is returned to resting position. The patient denies any weakness specifically with the hand or any difficulty with fine motions. Remain in sling with activity modification and revision was scheduled. Patient¿s right shoulder was revised to a reverse tsa on (B)(6) 2018. Devices not returned. Patient was discharged at 1-day post-op. No other information is available. Per IFU# 700-096-004, all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon in order to ensure subscapularis healing is complete. Normal wear of the implant given the state of knowledge at the time of its design cannot in any way be considered to constitute a dysfunction or deterioration in the characteristics of the implant. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring upon lifting and placing the chair in an awkward position (arm behind his back). (H6) evaluation codes: 2374, 2993.

Manufacturer narrative:
Pending evaluation. ( concomitant device(s): 320-01-00, humeral tray; 320-01-42, glenosphere; glenosphere locking screw.

Event description:
It was reported that the revision was due to dislocation. On (B)(6) /2018 the patient was lifting a metal folding chair and trying to place with hand behind his back when dislocation occurred. Patient had intermittent numbness and tingling of right hand since revision. Increases with significant use of hand and discontinues when arm returned to resting position. He denies any weakness specifically with the hand or any difficulty with fine motions.